Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted; there was blood/body fluid on several conductors (not obstructed); the helix was distorted/bent; the outer tubing overlay had a cosmetic environmental stress crack; blood in/on the helix/lob mechanism. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was trying to extract the right ventricular defibrillation lead due to insulation failure. There was a kink in the lead just before the superior vena cava (svc) coil. The stylet was unable to get past the kink. Infection was also reported. The lead was removed. No further patient complications were reported as a result of this event.